Event description:
It was reported that pump battery would not charge even though customer used tandem charging cable, wall adapter, and confirmed working wall outlet, and pump did not begin charging after being left plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer had no alternate wall adapter or cable to try, and technical support arranged shipment of replacement tandem charging cable and wall adapter. Upon follow up, distributor confirmed customer had not called back with further issues.